Manufacturer narrative:
A complete lead was returned in one piece with all the tines intact. The field reports of high capture threshold and decreased r-wave amplitude were not confirmed. The lead passed electrical tests, exhibiting normal characteristics. Analysis of the lead found no anomalies with the exception of damage consistent with that occurring at the time of implant.

Event description:
During follow-up, lead dislodgement was noted. A lead revision was performed to reposition the lead. During the next follow-up, dislodgment was noted again with a high capture threshold and decreased r-wave amplitude, the lead was explanted and replaced with good electrical measurements. The patient was in stable condition.